Manufacturer narrative:
Pt info.: information unknown/ not provided. Implant date: n/a. The healon is not an implantable device. Explant date: n/a. The healon is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor saw a very small blue fiber in the eye of the patient after injecting healon gv into the eye. There where no consequences for the patient. No additional information was provided.